Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtba2qq ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shock/therapy due to right ventricular (rv) lead fracture, and oversensing. The patient was hospitalized. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced inappropriate shock/therapy due to right ventricular (rv) lead fracture, and oversensing. The patient was hospitalized. Subsequently, the rv lead was capped and buried and a new lead was implanted. No further patient complications have been reported as a result of this event.